Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was 145 mg/dl . The customer stated that that they had change the battery and the pump died. Customer reports display was blank display. The customer was advised to use battery not kept from the refrigerator and advised to use room temperature batteries.the insulin pump will not be returned for analysis.